Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she received low glucose alerts from the sensor but when she was able to check her blood glucose was high at 580 mg/dl. The customer stated she did not wait 5 minutes to let the sensor wet which could have caused the sensor issues. The customer also stated she was unable to download to carelink and was receiving a corrupted file error. The customer declined troubleshooting for high blood glucose. Blood glucose value at the end of the call was 388 mg/dl.